Event description:
It was reported that a patient underwent osteosyntheses of the ankle bone on an unknown date and suture was used on subcutaneous tissue. At 41 days post procedure, a purulent discharge was observed on one area of the 8 cm incision located on the internal face of the foot. Two threads of suture, which had not begun to absorb, were discovered during a debridement of the wound while the remaining suture had totally absorbed. The surgeon opined that the patient had experienced wound dehiscence, delayed wound healing and an infection. A dressing was applied. Additional information has been requested.

Manufacturer narrative:
Conclusion: one explanted, undyed suture segment was returned for evaluation. It showed strong signs of disintegration. This appearance is expected after the long time of exposure to air, humidity and implantation. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Wound dehiscence occurred. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.